Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. (B)(4).

Event description:
It was reported there was a handle leak. The catheter was replaced and the procedure completed with no consequences to the pt.